Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter read displayed an unknown error message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2017 at 10:00am and stated that the issue prevented her getting a reading. The patient reported that she manages her diabetes with lantus and humalog insulin. The patent stated that at 01:00pm on (B)(6) 2017 she developed ¿extremely high ketones¿ and that at 01:00pm she ¿drank water¿. The patient reported that ¿after 01:00pm¿ she tested her blood glucose on an unspecified other meter and obtained a result of ¿400 mg/dl¿ and at 01:30pm she self-treated with ¿7 units of humalog insulin¿. During troubleshooting the cca noted that the patient could not detail any specifics relating to the error message. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.